Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a low blood glucose of 46 mg/dl and received excessive no delivery alarms on the insulin pump. The customer drank juice to treat. Troubleshooting was performed. The drive support cap appeared normal. The customer was not disconnected during the rewind and priming sequence. The customer stated that she gave herself a bolus twice and did not know how much insulin was needed upon doing so. The time on the insulin pump was off by 3 minutes, which she was assisted in fixing. The customer stated when she received a no delivery alarm, she had been able to give herself 2.15 units of insulin. When she received the alarm, she went through the process again and gave herself another bolus of 4.45 units of insulin. She did not know how much she was supposed to have given herself. It was advised that the patient may have delivered too much insulin between the bolus amounts. The customer was able to resolve the issue. Nothing further reported.